Event description:
The patient had power on resets (por) before due to being an electrician. Once the implantable neurostimulator (ins) had to be reset due to this. A week later the company representative confirmed there have been no complaints from the patient since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).